Event description:
Information was received that reported a pt was hospitalized in 2009 due to an incident of diabetic ketoacidosis. Per the pt, her blood glucose became elevated the afternoon of the event and remained despite correction bolus via the pump and subcutaneous injections. She presented to the hospital and was diagnosed in dka. She was treated with IV fluids and insulin. The device should be returned for evaluation; to ensure that it is functioning correctly, and did not contribute to the reported incidence, but at the time of this report has not been returned.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device eval. When and if the device becomes available, and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the eval.